Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side capsular contracture. No baker grade provided. Healthcare provider reported left side capsular contracture baker grade IV. The device has been explanted.

Event description:
Patient reported a left side capsular contracture. No baker grade provided. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. No baker grade provided.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on april 03, 2025. With lot number 2675699. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side capsular contracture. No baker grade provided. Healthcare provider reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare provider reported left side capsular contracture baker grade IV. The device has been explanted.